Event description:
It was reported during the implant procedure that the lead's helix had the "screw out when it came out of the box" and did not advance or retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection did show distortion at 47cm as describe in the reason for not utilizing the lead, however there is no specification for lead straightness.